Event description:
Patient noted to have change in mental status, and a cerebral arteriogram was done by doctor. Emboli in vessels were noted. Attempted to use the merci retriever, but the balloon on the balloon guide catheter did not deflate. Doctor tried another balloon, with the same results. Per the doctor, the balloon spontaneously deflated almost 2 hours after deflation was attempted.